Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the 8mm small grasping retractor instrument for failure analysis investigation. The instrument was analyzed and was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed within the clevis. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable to suggest improper reprocessing as a contributing factor. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer requesting to have the intuitive device returned. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A follow-up MDR will be submitted if the product is returned (post failure analysis evaluation) or if additional information is received.

Event description:
It was reported that during a da vinci-assisted proctocolectomy surgical procedure, the 8mm small grasping retractor instrument cable broke. No fragment fell into the patient. The procedure was completed with no patient harm, adverse outcome or injury and with a delay of less than 15 minutes. Intuitive surgical inc. (Isi) followed up with the initial reporter and obtained the following additional information: the reporter confirmed that the instrument inspected prior to use and there was no damage or anything out of the ordinary observed. Anterior resection because of rectal cancer was being performed when the issue occurred. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips and no issues related to left/right (yaw) motion of the grips. There were issues related to up/down (pitch) motion of the wrist. There was one visibly protruding, severed cable from the distal end of the instrument. The protruding cable was not that controls opening/closing of the jaws. The protruding cable was that controls up/down motion of the wrist. There are no photographic images of the device(s) or a video recording of the procedure available for isi review. The cable broke while lifting the anterior peritoneal fold to gain visibility to the pelvic floor.